Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report the device has a defibrillation issue. There was no reported patient involvement.